Event description:
It was stated that the customer was hospitalized with a high blood glucose reading of 358 mg/dl. It was stated that the customer also lost consciousness. Troubleshooting revealed that the insulin pump gave an alarm that erased all of the settings prior to the event. Advised the doctor that the insulin pump would be replaced.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.